Event description:
Patient was revised to address high levels of chromium and cobalt. Hip pain and a clicking noise while sitting was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.